Event description:
An abbott in-house investigation was being performed when the investigator observed that with the sample carousel cover removed the carousel rotated, and the sample probe aspirated from position #32. The investigator followed the correct procedure for accessing the lid of the sample carousel or local sample handler (lsh) (i.e. Waited until the green access light was illuminated before removing the lid). No injury to the investigator occurred.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.